Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time the lead has not been returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in-office post operation device check this right atrial (ra) lead was observed to have dislodged. As a result, an invasive revision procedure was performed. The ra lead was successfully explanted and replaced. To date, no additional adverse patient effects were reported.